Event description:
A malfunction was reported on a customer's pump, specifically a momentary power loss to the vibrator motor signaled by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.